Event description:
During the procedure, the deltapaq cerecyte microcoil (cdf10051030/ c16759) stretched during insertion for positioning. No additional torque or manipulation was used during the procedure, but during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next device, and a constant and dedicated saline source was used at all times through the microcatheter. The microcatheter was not re-shaped. There was no adverse event reported and the device will be return for analysis.

Manufacturer narrative:
During the procedure, the deltapaq cerecyte microcoil (cdf10051030/ c16759) stretched during insertion for positioning. No additional torque or manipulation was used during the procedure, but during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next device, and a constant and dedicated saline source was used at all times through the microcatheter. The microcatheter was not re-shaped. There was no adverse event reported and the device will be return for analysis. As viewed through the returned packaging the coil is unsheathed and exposed. The proximal section of the coil has lost a portion of its secondary winding. Located off the distal tip of the device positioning unit (dpu) are three connected severe kinks at 19.0, 20.0, & 20.5 all in centimeters. The coil socket ring has been severely bent in the distal direction. The dpu and the introducer sheath were returned separated from each other. The distal section of the coil is undamaged. The primary contributing factor to the coil stretching may have occurred when the microcatheter was repositioned while the coil remained inside the aneurysm as stated in the event description. When the microcatheter was being repositioned the coil inside the aneurysm was most likely anchored which may have stretched during the microcatheters repositioning. The coil was used as a guide wire during the microcatheters repositioning. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,¿ caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. It is also important to note that the dpu and the introducer sheath were returned separated from each other. When this occurs the coil has to exit through the skive. This action could have temporarily captured the coil inside the sheath and caused the proximal end of the coil to stretch and lose its secondary winding. However, the exact circumstances that produced this damage cannot be determined. The core wires multiple connected kinking sections and the coil¿s socket ring found severely bent strongly suggests that distal interference inside the microcatheter and/or the aneurysm may have caused this damage. Distal interference can cause coil compression which will cause the coil to appear stretched as it lost its secondary winding. The exact circumstances of how this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, it appears that procedural factors may have contributed to the stretching of the coil during manipulation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.